Event description:
During a cataract extraction procedure, there was a surge of fluid through this handpiece which resulted in a capsule rupture requiring a vitrectomy. The procedure was able to be completed. The pt is doing well.